Event description:
The surgeon reported that the capsulotomy was incomplete at 4 o'clock superiorly, during a laser assisted cataract procedure. The non-treated area was manually completed and connected interiorly to the capsulotomy rather than exteriorly. Hydrodissection was performed but was incomplete. While the surgeon was attempting to spin the lens, the capsular bag was comprised due to the zonules being cleaved in one quadrant resulting in posterior capsule tear. A vitrectomy was performed and an anterior chamber intraocular lens was placed in the eye. A suture used to close the wound and the procedure was completed with further harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).